Manufacturer narrative:
The MDR is sent to answer the user facility report. The MFR has not been notified about the reported event prior to receiving the above stated report on july 4th. Therefore, no error logs remained in the machine relevant to the date of the reported event (2008). In case of a ventilator fail condition the device will alarm optically and acoustically. Manual ventilation with the device and device monitoring are fully functional. According to the available info the device was checked by the local biomed. Neither the reported problem be reproduced nor relevant entries in the error log were found. The described water accumulation in the breathing sys can not cause a ventilator inop condition. It is assumed that no device malfunction lead to the reported event. The root cause for the reported situation is unclear but the device is in use without further observations.